Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent, abdominal pain, pelvic pain, general health status alteration, and dehydration. The patient was hospitalized for the peritonitis event for nine days. The cause of the peritonitis was unknown. The patient was treated with vancomycin (intraperitoneal, 1 gram for four days, frequency not reported), gentamicin (intraperitoneal, 10 mg four times per day for nine days), and oflocet (oral, one 200 mg tablet daily for ten days) for peritonitis. Physioneal and extraneal therapies were ongoing. Fourteen days after the admission to the hospital, the patient recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.